Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had experienced red heart alarms when changing his batteries. It was also reported that the batteries were not lasting as long as usual, and the pt had a few power spikes and one low speed operation. The pt felt good. The pt's waveform was reviewed by the manufacturer and the runtime parameters were within normal limits. The system controller log file was also reviewed and there were power saver mode events recorded which were caused by low battery hazards. There was also one event recorded where there was loss of power to the system controller, resulting in the pump speed to drop to zero. The pt's batteries were exchanged without incident. The batteries with lot numbers mi196251 (exp june 2011), mj211318 (exp july 2012), mj225008 (exp july 2012), mj225288 (exp july 2012), mj225339 (exp july 2012), mj225390 (exp july 2012), mj225404 (exp july 2012), mj225520 (exp july 2012), mj225594 (exp july 2012), mj225604 (exp july 2012), mj225610 (exp july 2012), were returned for evaluation.

Manufacturer narrative:
The batteries were returned to the manufacturer for analysis. During functional testing, it was found that some of the batteries (lot numbers mi196251, mj211318, mj225339, mj225390, mj225404, and mj225520) did not meet the expected support time per specifications in the operating manual. These batteries lasted one to two hours until the yellow battery alarmed. However, the manufacturer was unable to reproduce the reported red heart alarm, power spikes, or the low speed, even when the batteries were disconnected from the system controller. The manufacturer's operating manual contains the following caution statement regarding sla batteries: "the batteries should be routinely replaced when a marked reduction in operating time is detected (about twice per year)." No further information is available. The manufacturer is closing its file on this event.